Manufacturer narrative:
(B)(4) "coded".

Event description:
The pt "coded in the clinic" in (B)(6) 2010 following a pocket fill and the drug went into her tissue. The pt was hospitalized in the ICU (intensive care unit) for "a few days." The pump delivered fentanyl. Additional info has been requested, but was not available as of the date of this report.